Event description:
It was reported that; tulip popped off screw when it was final tightened.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was inspected and it was confirmed that the tulip head was disengaged from the main screw body. Further inspection found the locking clip on the tulip head was deformed. Also the threading of the blocker seem to be deformed suggesting excessive torque applied to the blocker during final tightening. The surgical technique states do not use torque in excess of 12 nm. Conclusion: the possible cause of the event is determined to be user error- application of excessive torque for final tightening.

Event description:
It was reported that; tulip popped off screw when it was final tightened.